Event description:
It was reported that the pt's device has extruded and can be seen. The pt was implanted in 2002 and was explanted on (B)(6) 2011.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.